Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. There was guidewire coating on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted the abbot whisper guidewire coating became ensnared in the conductor lumen of the lead causing the distortion and obstruction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a competitor guidewire became stuck in the lumen of the attempted left ventricular (lv) lead. Both the lv lead and the guidewire were removed, and the replacement lv lead was placed successfully with a new guidewire. No patient complications have been reported as a result of this event.